Manufacturer narrative:
Continuation of d10: product ID: psg100, product type: generator. Product event summary: the pscc100 of lot number: 0012446757 was returned and analyzed. The catheter was received without a guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The array pebax tube bent at distal arm. The slide control function was performed, and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed and using a test catheter interface cable (cic) was connected to the generator. The catheter failed ablation test due to a persistent error 2000 (catheter electrical current error). X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Optical inspection at high magnification reveals a bent nitinol wire transition at distal arm. Continuity test was performed with multimeter for the returned catheter, the measured I mpedance was normal for all electrodes except electrode #7 and #9. The electrical continuity test revealed an open loop between electrode #7 and connector pin #7. An open loop between electrode #9 and connector pin #9. Hipot verification of the integrity of electrode wires insulation revealed insulation damage and breakage. Lopot verification of the integrity of electrode wires insulation revealed insulation damage and breakage in the section handle half. The array lopot test passed. Dissection of the catheter confirmed charred, damaged insulation and breakage of electrode wires within the shaft. Kinked electrode wires within the shaft at 32.7 inches distally from the handle nose. Damaged insulation of electrode wires within the shaft at 34 inches distally from the handle nose. Electrode wire #7 broken and charred at 1.2 inches distally from the handle nose. Electrode wire #9 broken and charred at 1.75 inches distally from the handle nose. In conclusion, the catheter failed the return product inspection due to a broken electrode wire, charred electrode wire, kinked electrode wire, burnt/damaged electrode wire insulation and the distal arm transition nitinol wire was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while attempting to charge and deliver a pulse, an error message was received indicating that there was an electrical current error. In addition, no pulse was delivered. It was confirmed that the guidewire and catheter were not in contact and another attempt was made without resolution. After several more attempts, an error message was received indicating that the high voltage charge timed out. The generator was rebooted and charging was possible; however, the first error message was received again. The catheter cable was replaced without resolution. The catheter was replaced which resolved the issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.